Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and alarmed failed battery test. The customer's blood glucose was 135 mg/dl. The customer stated that she put in a new battery and it worked for a few hours, but later she received the battery error alarm. She tried with another new battery, and the same issue recurred. She did not observe any damage or corrosion to the battery cap, battery compartment, or spring. She stated that the insulin pump did not show any signs of physical damage and had not been dropped, bumped or exposed to moisture. Upon troubleshooting, the display did return with a new battery insertion. However, she stated that the insulin pump showed a dark circle and no battery life on the screen. She was advised that a replacement battery cap would be sent.